Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1729202, was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of completion of the engineering evaluation.

Event description:
It was reported that a mynxgrip vascular closure device (vcd) jammed during shuttle down which required excessive force to be applied. When the shuttle was pulled back to the black handle, bleed back into the procedural sheath hub was noted. The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following an interventional peripheral procedure. Manual compression was applied for 30 minutes or less. The patient's hospitalization was not extended. The patient was noted to have recovered. The vcd will not be returned for analysis.

Manufacturer narrative:
Complaint conclusion: a mynxgrip vascular closure device (vcd) jammed during shuttle down which required excessive force to be applied. When the shuttle was pulled back to the black handle, bleed back into the procedural sheath hub was noted. The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following an interventional peripheral procedure. Manual compression was applied for 30 minutes or less. The patient's hospitalization was not extended. The patient was noted to have recovered. The device was returned for analysis. One non-sterile mynxgrip vascular closure device 6f-7f was returned. Per visual analysis the shuttle cartridge was engaged to the handle. The procedural sheath was not returned with the device. The sealant was protruding out from the shuttle cartridge as received. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during the procedure. No anomalies were observed. Per microscopic analysis blood was on the surface of the sealant and the sealant appeared to have ¿swelled¿, which is indicative that it has been exposed to saline. This condition may have contributed to the device jam. Per functional analysis shuttle movement was checked and slight resistance was felt. A product history record (phr) review of lot f1729202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿device jammed during shuttle down¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, the reported event might have been caused by the sealant prematurely swelling up and increasing the profile, which can create resistance and obstruct the device path during the procedure. However, the exact cause of the reported resistance experienced by the customer could not be conclusively determined without the return of the procedural sheath. According to the instructions for use, whilst not intended as a mitigation for risk ¿fill the syringe with 2 to 3 ml of sterile saline, attach to the stopcock and draw vacuum. Check the luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. Deflate the balloon and leave the syringe at neutral. Do not lock. Do not move the sealant sleeve.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.